Event description:
The pt was implanted with a left ventricular assist device (lvad). On (B)(6), 2011 the hospital staff was reviewing the pt's system controller logs and noticed a relatively high number of "low voltage" alarms. A decision was made to exchange the system controller to another system controller. No further problems have been reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The system controller was connected to the equipment in the MFR's lab and the "low voltage" alarms were confirmed and reproduced during analysis. The black and white power cables were maneuvered and while moving the white power cable at the connector end, the "low voltage" and "motor stopped" alarms became active. The white and black power cables were independently disconnected and while the system was supported solely by the white power cable, the "low battery advisory" alarm became active and progressed to a "low battery hazard" with "motor stopped". The white power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.